Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparin blood collection tubes the tubes were pushing off of the adapter. There was no report of impact to patient or user.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparin blood collection tubes the tubes were pushing off of the adapter. There was no report of impact to patient or user.

Manufacturer narrative:
The following fields have been updated with additional information: d10. Device available for eval- yes. D10. Returned to manufacturer on: 12-feb-2024. H3. Device returned to manufacturer- yes. H3. Device eval by manufacturer- yes. H.6. Investigation summary: bd received 3 samples for investigation. The samples were evaluated by functional testing and the indicated failure mode for tube push-off with the incident lot was not observed. Additionally, 100 retention samples from bd inventory were evaluated by visual inspection and 10 retention samples by functional testing. No issues were observed relating to tube push-off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode tube push-off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.